Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a nocturnal low glucose event after dinner and coffee with sugar, during which the pump initiated correction and the dexcom g6 sensor lost signal for a period; the user treated the suspected low with melted italian ice and later confirmed treatment effectiveness once the sensor reconnected. Symptoms included low glucose and high glucose. Outcomes included troubleshooting and education provided. Investigation included case review and user coaching. Investigation of this case revealed an unclear cause for the hypoglycemia with contributing factors including sensor signal loss and concurrent pump correction during postprandial intake. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.